Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was a third-degree patient and that during implant the lead exhibited placement difficulty due to patient anatomy and failed multiple attempts to reach the ideal position. It was also reported that high thresholds was noted and impedance was not ideal. The ventricular lead was removed and replaced. No patient complications have been reported as a result of this event.